Event description:
It was reported that anti-tachycardia pacing (atp) therapy accelerated the patients ventricular tachycardia (vt). The device exhibited appropriate shock, which converted the rhythm. At this time, implantable cardioverter defibrillator (ICD) remains in service and there were no additional adverse patient effects reported.